Manufacturer narrative:
Device was used for treatment not diagnosis. Cheng, l., jing, j., li, j. The asia proximal femoral nail antirotation versus the standard proximal femoral antirotation nail for unstable intertrochanteric fractures in elderly chinese patients (2015) orthopaedics & traumatology: surgery & research 101, pp: 143-146. This report is for an unknown pfna system. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: cheng, l., jing, j., li, j. The asia proximal femoral nail antirotation versus the standard proximal femoral antirotation nail for unstable intertrochanteric fractures in elderly chinese patients (2015) orthopaedics & traumatology: surgery & research 101, pp: 143-146. This article hypothesized the rate of complications using proximal femoral nail anti-rotation (pfna-ii) is lower than pfna for the treatment of unstable intertrochanteric fractures in elderly chinese patients, and the operation using pfna-ii is quicker. Patients from june 2008 to december 2011, 188 patients above the age of 60 with unstable intertrochanteric fractures were treated with a pfna or a pfna-ii (synthes (B)(4)) follow-up evaluations post operatively were performed at 1, 3, 6, 9 and 12months, and every year thereafter. Two cutouts occurred in the pfna group. Several patients reported thigh pain during the follow-up period: 8 patients in the pfna-ii group and 18 in the pfna group. One patient in the pfna and 1 patient in the pfna-ii group experienced deep infection. Ten patients in the pfna-ii group and 5 patients in the pfna group experienced hematoma. This report is for an unknown pfna system. This is report 2 of 2 for (B)(4). This medwatch will address the 2 cutouts which occurred in the pfna group.